Event description:
It was reported that the implantable cardiac monitor (icm) false atrial fibrillation (af) due to premature ventricular contractions (pvc). The device is still in use. No patient complications have been reported as a result of this event.